Manufacturer narrative:
Covidien reference (B)(4). The service engineer (se) verified the malfunction and replaced solenoid valve assembly. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 vent while in use on a patient the device was alarming compressor operation failure and no air supply. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.